Event description:
According to the reporter: clips not advancing; once a clip does make it to the jaws clip is malforming and cutting vessels. No unanticipated tissue loss. No blood loss greater than 500 cc. No delay over 30 minutes.

Manufacturer narrative:
(B)(4).